Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Expected blood glucose results non-fasting ranges from 80 to 142mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Comparing blood glucose test results to solisv2 meter and claims results are 40mg/dl higher. Blood test performed using both meters and test result was 120mg/dl with solisv2 meter and 160mg/dl with trueresult meter. Back to back blood test performed during call non-fasting ((B)(6) 2015; 12:05pm) with results of 119mg/dl and 119mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.

Event description:
Consumer complaint of high blood results. Expected blood glucose results non-fasting range from 80 to 142mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Comparing blood glucose test results to solisv2 meter and claims results are 40mg/dl higher. Blood test performed using both meters and test result was 120mg/dl with solisv2 meter and 160mg/dl with trueresult meter. Back to back blood test performed during call non-fasting ((B)(6) 2015; 12:05pm) with results of 119mg/dl 119mg/dl. Verified storage of test strips is within instructed specification. Test strip lot MFR's expiration date is 10/31/2017 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: 45mg/dl, (B)(6) 2015, 11:18am; 160mg/dl, (B)(6) 2015, 11:04am. Adverse event not reported.